Event description:
It was reported that during a supply change the user was unable to attach the connector, and with agent coaching the user replaced the connector and used a silicone-assisted grip to complete the connection of all supplies, after which the supply change was completed; replacement supplies were arranged due to difficulty with supply changes, and the connector lot was 32452. Symptoms included no adverse clinical effects reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting assistance during use. Investigation of this case revealed user difficulty attaching the connector associated with the connector component; following replacement and technique adjustments, normal function was restored. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.